Event description:
The customer reported that the 840 ventilator was inoperative. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) pcb. The unit passed extended self testing.